Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recs2480 showed no other similar product complaint(s) from this lot number.

Event description:
When the personal flushed the PICC-line the patient told them that he could feel it in the vessel. They took it out and discovered that there was a leak 10cm inside the vessel.